Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported there was an emi alleged event. The caller reported the patient went through an airport check in and thinks the machine affected their battery. The patient had the following symptoms: weakness and didn't have energy to move. The patient services specialist (pss) asked the caller to check the ins with a patient programmer to determine the status but there was not a patient programmer available during the call. Pss reviewed to call back after checking the ins status. A consumer called back on behalf of the patient. They had a patient programmer present and checked the ins and verified the status was on, ok, 4 and 3. The pss redirected them to a healthcare professional to discuss symptoms and further programming changes. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that their weakness and lack of energy was still unresolved.